Manufacturer narrative:
Block b3: date of event was approximated to april 01, 2021 based on the date the manufacturer became aware of the event. Block h6: medical device problem code a0401 captures the reportable code of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the middle section detached/separated. The coil had a torn section and the suture string was returned loaded and cut in the device. No other problems with the device were noted. The reported event was confirmed. According to product analysis, the stent returned with the suture string loaded and cut in the device and out of the original pouch; it is evidence of the stent was manipulated. The failures found were problems that could have been generated by the user or due to the interacting, handling and manipulation of the device with the suture string and incorrect manipulation of the device during preparation. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: additional information received on april 26, 2021. Block a1: patient identifier. Block a2: date of birth. Block a3: sex. Updated b5: describe event or problem.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent placement procedure in the kidney, ureter, and bladder, performed on an unknown date. During unpacking, it was found that the stent was broken in half along the shaft of the stent. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on april 26, 2021. It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a cysto stent placement procedure in the kidney, ureter, and bladder, performed on april 01, 2021.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent placement procedure in the kidney, ureter, and bladder, performed on an unknown date. During unpacking, it was found that the stent was broken in half along the shaft of the stent. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.